Event description:
It was reported that the loop recorder exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis found the battery was damaged.